Manufacturer narrative:
Additional information was received that the reason for explant was that the patients scs became too strong in the legs. The physician did not suspect device malfunction.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-50 serial #: (B)(4) description: coveredge x 32, 50 cm 4x8 surgical lead model #: sc-4316 lot #: 18399245 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.